Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and infection caused by metallosis.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combination for the articuleze m head 36mm +5. Per wi-3430 a review of the device history records for the head and liner is no longer required. A complaint database search finds no other reported complaints against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Litigation alleges the patient suffers from pain, discomfort, inflammation, and infection caused by metallosis. Update rec'd 8/21/14 - sales rep reported revision surgery. Patient was revised to address metallosis. The information received does not change the MDR decision. The complaint was updated on: 9/4/14. Examination of the reported devices was not possible as they were not returned. One other report was found in a search of the complaints databases against the femoral head. Per procedure, this device is exempt from review of device history records. A search of the complaints databases identified no other reports against the remaining provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.